Event description:
The patient was in the operating room for a laparoscopic assisted radical nephrectomy. The doctor was using a harmonic scalpel to dissect down to the right kidney; however the hand piece did not work well enough to dissect the tissue. The doctor requested that a new hand piece be opened that had not been reprocessed for surgical use.